Event description:
It was reported that there was a consistent failure of load cells. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cells. Faulty hi-low actuator causing load cell malfunction.